Event description:
Pt called and reported that a bd PICC line was inserted and the line clotted. The nurse tried unsuccessfully to declot the line with tpa. Another line was placed in 2000. On event date the pt went to the ER complaining of pain and swelling in the arm. The PICC line was removed with a small piece of clot on the end of it. Doppler ultrasound in ER revealed a clot in the left brachial and left axillary vein. The pt was admitted for anticoagulation, further eval and treatment.